Manufacturer narrative:
Event has been updated with additional information received on may 15, 2019 and may 30, 2019. Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 1528 captures the reportable event of delivery system difficult to remove. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Patient code 3191 captures the required intervention to remove a piece of the delivery system. The complainant indicated that the stent remains implanted and the delivery system was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant stricture in the mid portion of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully deployed; however, the delivery system was difficult to remove. The physician cut the delivery system at the biopsy port, removed the scope and then went back down with a secondary device to remove the remaining portion of the delivery system. Reportedly, the attempted removal of the remaining portion of the delivery system was unsuccessful. The physician planned to remove the delivery system on the next day. The patient was left intubated and was sent to the intensive care unit. The patient's current condition was reported to be stable. Additional information received on may 15, 2019. According to the complainant, 90% of the delivery system was removed but the patient needs surgical follow up due to other pending issues. Additional information received on may 30, 2019. According to the complainant, the delivery system was successfully removed during a surgical procedure. The date the surgical procedure was performed was not reported.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the stent remains implanted and the delivery system was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant stricture in the mid portion of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully deployed; however, the delivery system was difficult to remove. The physician cut the delivery system at the biopsy port, removed the scope and then went back down with a secondary device to remove the remaining portion of the delivery system. Reportedly, the attempted removal of the remaining portion of the delivery system was unsuccessful. The physician planned to remove the delivery system on the next day. The patient was left intubated and was sent to the intensive care unit. The patient's current condition was reported to be stable.